Event description:
Customer reported that the pump battery was experiencing difficulties in maintaining a charge. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance or troubleshooting and was in the process of obtaining a new device as her current pump was out of warranty.